Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. The end-user reports the mx2+ app had remained in focus the entire time, only that the e2 was not responding to their command. Permobil received the suspect e2 tic watch, and through testing could not replicate the issue as described as having occurred. The e2 was confirmed as having the latest software (1.1.00), and when paired with an mx2+ drive unit, was fully operational with the device starting and stopping when given tapping commands, as well as stopping when engaging the other features to disable drive. With the information provided and the inability to re-create the failure as described, permobil is unable to confirm a failure having occurred therefore, unable to reach a determination as to possible root cause without speculation. Although a failure was unconfirmed, permobil is submitting this report due to allegations related to failure to disengage drive by tap gestures, which was determined to have the potential to lead to a serious injury if to recur. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming after having updated the mx2+ app on the e2 tic watch, the device engaged the drive motor and failed to turn off when given a double tap command or when tapping the screen of the e2 tic watch. No injuries were received as a result.